Event description:
Pt called to report their meter not powering on. Pt reported feeling shaky and taking insulin at the time of concern. Customer service could not resolve the issue and replaced the meter.